Event description:
This customer reported the system displayed a communication error. No pt injury was reported. A communication failure could result in a system lock-up or prevent the system to booting to a state of usable functionally.

Manufacturer narrative:
A ge rep evaluated the system and replaced the kv controller board, and high voltage cable. The system operates as intended.